Manufacturer narrative:
Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Permeability test - results have shown that both valves are permeable. Adjustment test - the progav was tested and was adjustable throughout the normal range. Braking force and function test - the brake function was operational,and the braking force is within the given tolerances. Results - after the tests, we have dismantled the valves. Inside the valves we found a slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on (B)(6) 2019. Postoperatively, there was a suspected blockage. The valve was replaced on (B)(6) 2019. Additional information was not provided.